Manufacturer narrative:
Additional information in d10, h3, h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed which included leak/underwater pressure, clear passage, clamp function, and integrity (connection) tests with no issues noted. The integrity test was performed on the connection between the in¿lab titanium adaptor and the patient adaptor using a force gauge with no leaks or issues. The sample met specification and the sample was found to be conforming. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the peritoneal dialysis (pd) transfer set and titanium adaptor. The loose connection was discovered while exchanging the patient¿s transfer set. To resolve the issue, another transfer set was connected to the titanium adapter. There were no issues with the titanium adapter and continued to be used successfully. There was no patient injury or medical intervention associated with this event. No additional information is available.